Manufacturer narrative:
Findings: pump received with critical pump error (open book image) alarm and multiple pump error alarms found in the formatted history file, problem isolated. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Pump received with scratched case, cracked retainer, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that the insulin pump had alarmed a critical pump error. The customer had been sleeping and the battery died. Troubleshooting was performed. It was noted that there was pump error displayed on the screen before the critical pump error. The customer¿s blood glucose level was unknown. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.